Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 25 bd phoenix¿ nid atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "we have tested two atcc strain pseudomonas from different lab and ID results are fluctuated for ex- one given pseudo and other given provodencia along above 90 % confidence level."

Manufacturer narrative:
H6 investigation summary : this complaint is for qc failures due to misidentification of pseudomonas aeruginosa ((B)(6)) when using phoenix panel nid (448007) batch number 0342601. The customer did return lab reports, but did not return isolates or panels for investigation. The complaint batch was not available for testing at the time of investigation. To investigate, three retention panels from the same catalog number, but different batch as the complaint batch were tested using qc isolates of pseudomonas aeruginosa ((B)(6)) on a phoenix instrument and evaluated for identification results. During investigation all panels identified correctly and therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and there were no additional complaints on this batch not related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using 25 bd phoenix¿ nid atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "we have tested two atcc strain pseudomonas from different lab and ID results are fluctuated for ex- one given pseudo and other given provodencia along above 90 % confidence level."